Manufacturer narrative:
Investigation finalize on :11/08/2024. A getinge field service engineer (fse) evaluated the unit and dismantled the unit and performed internal inspection as per normal. Fse performed full inspection / calibrations of both vacuum and pressure as per getinge specifications. Performed pump check and verified autofill functions as per normal, minor leak was detected and rectified. Internal helium leak was performed where the value was within getinge specifications. Both pressure and temperature passed getinge specifications. Unit can be returned for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas loss on circuit. There was no patient harm.